Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via phone conversation that when removing the swg from the catheter, resistance was met resulting in the unravelling of the swg. As a result, both the catheter and swg were together removed in their entirety, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.